Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure devices had migrated / perforation: uterus') in an adult female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included blood pressure abnormal and weakness. (B)(6) 2013, she decided to take a pregnancy test due to the symptoms she was feeling. Indeed, the test result was positive, and she in disbelief, took another test, also resulting positive. She sought medical advice from physician whom advised the positive pregnancy tests were false. Previously administered products included for an unreported indication: mirena. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced seizure ("seizures"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced epilepsy ("neurological conditions or problems type: epilepsy,"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and pelvic pain, dysmenorrhoea ("severe menstruation pain /dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding, prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, seizure, vaginal discharge, hormone level abnormal, headache, migraine, nausea, epilepsy and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia and back pain had not resolved. The reporter considered back pain, dysmenorrhoea, epilepsy, headache, hormone level abnormal, menorrhagia, migraine, nausea, seizure, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. Received treatment for dysmenorrhea (cramping) essure removed-no discrepancy noted in essure confirmation test previously test ( ultrasound scan) was conducted and result was essure devices had migrated but in this follow up essure confirmation test(s) conducted no is reported. On both the side 3 trailing coils was visible in uterine cavity. Plaintiff had to 2 home pregnancy test that are positive. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure devices had migrated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhoea, vaginal hemorrhage, abdominal pain, pelvic pain, headache, seizure, back pain lot number:a64632 manufacturing date:2012/10 expiration date:2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure devices had migrated / perforation: uterus') in an adult female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included blood pressure abnormal and weakness. (B)(6) 2013, she decided to take a pregnancy test due to the symptoms she was feeling. Indeed, the test result was positive, and she in disbelief, took another test, also resulting positive. She sought medical advice from physician whom advised the positive pregnancy tests were false. Previously administered products included for an unreported indication: mirena. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient was found to have weight increased ("weight gain"). In april 2014, the patient experienced seizure ("seizures"). In june 2015, the patient experienced migraine ("migraines / headaches"). In may 2016, the patient experienced epilepsy ("neurological conditions or problems type: epilepsy,"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and pelvic pain, dysmenorrhoea ("severe menstruation pain /dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding, prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, seizure, vaginal discharge, hormone level abnormal, headache, migraine, nausea, epilepsy and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia and back pain had not resolved. The reporter considered back pain, dysmenorrhoea, epilepsy, headache, hormone level abnormal, menorrhagia, migraine, nausea, seizure, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. Received treatment for dysmenorrhea (cramping) essure removed-no discrepancy noted in essure confirmation test previously test ( ultrasound scan) was conducted and result was essure devices had migrated but in this follow up essure confirmation test(s) conducted no is reported. On both the side 3 trailing coils was visible in uterine cavity. Plaintiff had to 2 home pregnancy test that are positive. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure devices had migrated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhoea, vaginal hemorrhage, abdominal pain, pelvic pain, headache, seizure, back pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received: lot number was added. Reporter information, medical history, concomitant drug was added. New events "abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia), headaches, nausea, neurological conditions or problems type: epilepsy, weight gain and plaintiff did not undergo essure confirmation test" were added. Follow up 2 and 3 processed together. On (B)(6) 2019: medical records received: reporter information was added. Follow up 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure devices had migrated/perforation: uterus') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with abdominal pain, pelvic pain and abdominal pain lower, seizure (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain /dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding, prolonged menses"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, seizure, vaginal discharge, hormone level abnormal and headache outcome was unknown and the dysmenorrhoea, menorrhagia and back pain had not resolved. The reporter considered back pain, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, seizure, uterine perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. Received treatment for dysmenorrhea (cramping) essure removed-no discrepancy noted in essure confirmation test previously test ( ultrasound scan) was conducted and result was essure devices had migrated but in this follow up essure confirmation test(s) conducted no is reported. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: results: essure devices had migrated. Diagnostic results: (B)(6) 2013, she decided to take a pregnancy test due to the symptoms she was feeling. Indeed, the test result was (B)(6), and she in disbelief, took another test, also resulting (B)(6). She sought medical advice from physician whom advised the (B)(6) pregnancy tests were false. On (B)(6) 2019: pfs received: new events: uterine perforation, vaginal discharge, hormonal changes, headaches, seizures were added. Lawyer was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.